Event description:
It was reported that during the anterior communicating artery aneurysm procedure, the physician used microcatheter to build access. The physician felt resistance while advancing the stent delivery wire within the microcatheter. While withdrawing, the subject stent deployed prematurely within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the anterior communicating artery aneurysm procedure, the physician used microcatheter to build access. The physician felt resistance while advancing the stent delivery wire within the microcatheter. While withdrawing, the subject stent deployed prematurely within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿ updated. H3 summary attached - updated. D4 expiration date - added. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be deployed partially inside the microcatheter hub and partially within the microcatheter shaft. The stent was found to be deformed. The sdw was found to be intact. The stent introducer sheath was found to be intact. During functional inspection, 'stent deployed prematurely during use' functional test was confirmed during visual inspection. The reported ¿sdw friction' was not confirmed during the analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code ¿stent deployed prematurely during use' was visually confirmed during the analysis. The as reported code ¿sdw friction' could not be confirmed during the analysis. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. An initial flush was set up and confirmed and continuous flush was also set up and maintained throughout the clinical procedure. It was reported that 'when delivered a stent to go into microcatheter, big resistance was encountered with the delivery wire, and it could not be advanced through microcatheter. The operator withdrew the stent delivery wire and during this procedure the stent deployed in microcatheter'. The stent was returned for analysis partially deployed inside the microcatheter hub and partially within the microcatheter shaft. This is aligned with the event description. Once removed, the stent was noted to be damaged, particularly in the middle section of the stent. The stent introducer sheath and the stent delivery wire were both returned for analysis and were both undamaged. The as reported ¿stent deployed prematurely during use¿ and ¿sdw friction' as well as the as analyzed ¿stent deployed prematurely during use' and ¿stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.